Manufacturer narrative:
This event occurred outside the us where the same model is distributed. (B)(4).

Event description:
It was reported that the external pulse generator (epg) suddenly stopped pacing while in use on a patient. The patient did have syncope. The engineer tested the device, but could not confirm the complaint. The engineer suggested that the issue was the guidewire, however it was not returned for evaluation. The epg was returned for repair. No further patient complications were reported as a result of this event.